Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a previous medtronic 25 millimeter (mm) surgical valve, the valve was deployed and migrated upwards into the ascending aorta. The valve was recaptured. The valve was deployed again at 4 mm on the non-coronary cusp (ncc) and 6 mm on left coronary cusp (lcc). The valve was held in position at 80% deployment for 8 minutes to let the valve expand. Commissural alignment was obtained. An invasive gradient of 4 mmhg and echocardiogram gradient of 6 mmhg was noted. Transvenous pacing was left place. No adverse patient effects were reported.

Event description:
Additional information was received that the valve was held in position for 8 minutes to ensure the valve would not migrate so it was held to let the valve expand and assess any movement. There was no issues with expansion. The transvenous pacing was removed following the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.